Event description:
Received info from pt's mother stating her son was experiencing low bg's (60). Pt indicated he had inadvertently entered the incorrect carb amount from 0.15 to 10 units. Pt admitted to not reading the confirmation screen.